Manufacturer narrative:
(B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that open reduction of internal fixation (orif) of phalanx was performed on (B)(6) 2016. During the procedure, the head of the 1.5 mm cortex screw broke off due to overtightening. The surgeon was able to retrieve the broken head and shaft remained in the patient. In addition, surgeon successfully implanted other two screws. There was no surgical delay and procedure was completed successfully. Patient status was reported as stable. Concomitant devices: screws (part unknown, lot unknown, quantity 2); screwdriver (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).